Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with complaints of chest pain. During the device check, low r-waves and loss of capture were observed. Lead was dislodged and was repositioned with no complications.